Event description:
When infant was repositioned, extension set with tpn and lipids became disconnected and pieces were separated. The rotating male luer lock on the extension tubing fell off as well as the tubing becoming disconnected from the main IV line. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.